Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, the operation was performed by cutting the antrum of the stomach distally. After a couple of days they discovered that the staple line was completely open while after the resection it was entire. They think that the problem was the thickness, this anatomical part is probably higher than 2 mm after the compression (green reload was used). A second operation was needed. The customer disposed of the device. Sales rep stated on the phone that he was present at the re operation; tissue was thicker than 2mm. The surgeon is now performing a more proximal transaction of the antrum and he is over sewing the line, at the moment he has had no further problems.